Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint can be confirmed for sheath withdrawal difficulties based on the sequence of events described in the complaint description and need for surgical intervention. Field clinical was consulted and it was confirmed that the destination sheath is not indicated for radial use due to the sheath not being fully hydrophilic and the outer diameter of the sheath being typically too large for use in this anatomy. As the device was used against indications, no failure mode can be attributed to the device itself. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently no action is recommended since device was within manufacturing and design specifications when it was released from terumo medical corporation control.

Manufacturer narrative:
The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that during the procedure it was discovered that the hub of the destination sheath would not tighten adequately and as normal and as a result leaked blood. Another destination sheath with a different lot number was opened but was also found to have the same issue. Finally, a competitor device, manufactured by cordis, was used with success. The doctor stated that the defective device caused a hematoma. Blood loss less than 250 ccs. The event occurred intra-operative. Medical/surgical intervention was not required. There is a direct allegation that the reported device caused or contributed to patient injury and/or need for medical intervention.